Event description:
On the first call, the distributor reported the malfunction as the pump was running backwards. On the second call, the distributor reported the malfunction as the cassette may have been hooked up backwards. On the third call, the distributor reported that blood was backed up into the short tubing, no blood in the long tubing. There were no reports of any adverse patient events associated with this malfunction.

Manufacturer narrative:
Based on the review of the reports made by the distributor it was evident that the cassette was hooked up backwards; the short tubing, the medication reservoir side was hooked up to the patient, and the long side, patient side, was hooked up to the medication reservoir.